Event description:
Following intravenous administration of tissue plasminogen activator (tpa), mechanical thrombectomy of the distal left cervical internal carotid artery (l ica) was performed using different retrieval devices and a balloon catheter. After several attempts complete revascularization of the left l ica was achieved. However, a clot was found in the proximal left middle cerebral artery (l mca) and left a2 anterior cerebral artery (l aca). Several unsuccessful attempts were made using different devices to remove the clot. During this stage of the procedure, the subject guidewire and a non-stryker guidewire used to access the l mca superior trunk. Imaging at the end of the procedure showed a small focal subarachnoid hemorrhage (sah) in the left temporal region with no apparent clinical consequence. The physician believes that the sah was most likely caused by a guidewire perforation in the l mca superior trunk during the latter part of the revascularization. The patient was transferred to intensive care unit in a stable condition at baseline neurological state.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
Following intravenous administration of tissue plasminogen activator (tpa), mechanical thrombectomy of the distal left cervical internal carotid artery (l ica) was performed using different retrieval devices and a balloon catheter. After several attempts complete revascularization of the left l ica was achieved. However, a clot was found in the proximal left middle cerebral artery (l mca) and left a2 anterior cerebral artery (l aca). Several unsuccessful attempts were made using different devices to remove the clot. During this stage of the procedure, the subject guidewire and a non-stryker guidewire used to access the l mca superior trunk. Imaging at the end of the procedure showed a small focal subarachnoid hemorrhage (sah) in the left temporal region with no apparent clinical consequence. The physician believes that the sah was most likely caused by a guidewire perforation in the l mca superior trunk during the latter part of the revascularization. The patient was transferred to intensive care unit in a stable condition at baseline neurological state.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel perforation and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.